Manufacturer narrative:
No motor error alarm noted. Unit was unable to prime during prime/delivery test due to moisture damage on force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Unit had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and scratched case.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.